Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient experiencing a rash initially under the garment, but has since gone all over her body. The patient stated that there were no open wounds. The patient was advised to take benadryl by her doctor. During a follow-up, the patient reported that the rash has healed. The patient said that she was prescribed something for the irritation, but she did not recall the name.